Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was heating up unusually during testing when ran, the device was not securing/holding the k-wires 0.6mm and 2.2mm, the device was emitting an unusual grinding noise when ran and the labeling/etch was difficult to read. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick coupling for k-wires device attachment device was overheating and did not drive the wire down in it. It was unknown if the event occurred during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.